Event description:
It was reported that an ilet user experienced a low blood glucose event after announcing a snack as larger than breakfast, which likely prompted a higher insulin dose and contributed to hypoglycemia. The lowest reported glucose was 48 mg/dl, and the user had already treated with oral carbohydrates with glucose trending upward at the time of the call. Symptoms included hypoglycemia accompanied by diaphoresis and shaking/ tremors. Outcomes included urgent low glucose requiring prompt oral carbohydrate treatment and user education on correct meal announcements. Investigation included a user interview and troubleshooting with education regarding meal size entry and its impact on insulin dosing. Investigation of this case revealed user-reported incorrect meal size announcement leading to excess insulin relative to carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was user interaction contributing to hypoglycemia.